Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 31 mg/dl. The customer's current blood glucose is 156 mg/dl. The customer was treated by glucose tablets and glucose drip in hospital. Troubleshooting was done for low blood glucose and over delivery. Based on customer report, customer does not allege pump was over delivering. Customer was not using auto mode. The insulin pump will not be returned for analysis.